Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient from the united states was visiting mexico when their pacemaker and associated right ventricular (rv) lead recorded a high, out-of-range pacing impedance measurement. This caused the lead safety switch (lss) to trigger, reverting the rv lead pacing and sensing configuration to unipolar. The unipolar pacing caused the patient to feel pocket stimulation. The patient's latitude following clinic contacted technical services to report the issue and request options for the patient. Technical services found a hospital in mexico that was about 35 miles from the city where the patient was staying. The patient could have their device checked there, or return home to the us. Technical services noted the presenting electrogram (egm) in the remote monitoring system showed rv pacing at the programmed lower rate limit, with no stored events showing noise. No adverse patient effects were reported. The device and lead remain implanted and in service. The patient returned to the us and underwent a device replacement procedure as the pacemaker had reached explant battery status. During the procedure, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside of the surgical intervention. The lead remains implanted but not in use.

Event description:
It was reported that this patient from the united states was visiting mexico when their pacemaker and associated right ventricular (rv) lead recorded a high, out-of-range pacing impedance measurement. This caused the lead safety switch (lss) to trigger, reverting the rv lead pacing and sensing configuration to unipolar. The unipolar pacing caused the patient to feel pocket stimulation. The patient's latitude following clinic contacted technical services to report the issue and request options for the patient. Technical services found a hospital in mexico that was about 35 miles from the city where the patient was staying. The patient could have their device checked there, or return home to the us. Technical services noted the presenting electrogram (egm) in the remote monitoring system showed rv pacing at the programmed lower rate limit, with no stored events showing noise. No adverse patient effects were reported. The device and lead remain implanted and in service. The patient returned to the us and underwent a device replacement procedure as the pacemaker had reached explant battery status. During the procedure, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside of the surgical intervention. The lead remains implanted but not in use. The explanted device was not returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient from the united states was visiting mexico when their pacemaker and associated right ventricular (rv) lead recorded a high, out-of-range pacing impedance measurement. This caused the lead safety switch (lss) to trigger, reverting the rv lead pacing and sensing configuration to unipolar. The unipolar pacing caused the patient to feel pocket stimulation. The patient's latitude following clinic contacted technical services to report the issue and request options for the patient. Technical services found a hospital in mexico that was about 35 miles from the city where the patient was staying. The patient could have their device checked there, or return home to the us. Technical services noted the presenting electrogram (egm) in the remote monitoring system showed rv pacing at the programmed lower rate limit, with no stored events showing noise. No adverse patient effects were reported. The device and lead remain implanted and in service. The patient returned to the us and underwent a device replacement procedure as the pacemaker had reached explant battery status. During the procedure, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside of the surgical intervention. The lead remains implanted but not in use. The pacemaker was subsequently returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.